Event description:
It was reported that the patient indicated that the pump ball was extremely hard to pump and would not pump how it should. The patient was experiencing the issue since from the very beginning of his implant (B)(6) 2018. The patient had an appointment with a physician who indicated the device should be replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.